Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose greater than or equal to 250mg/dl (13.8mmol/l) with high ketones, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and self-treated with insulin injections to lower the bg. During troubleshooting with customer technical support, the reporter stated that there was no power to the patient's pump after the patient went swimming. The battery cap was unable to tighten per IFU and the yellow o-ring was still visible due to stripped threads. He says te battery cap would not seal to the pump and would just spin around. The reporter also mentioned that there was moisture behind the display screen and that it appeared ¿foggy.¿ this complaint is being reported because the patient experienced hyperglycemias associated with an alleged pump malfunction.